Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-02528. It was reported that during a percutaneous transluminal coronary angioplasty procedure, two balloon ruptures occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous mid left anterior descending (lad) artery. A non bsc stent was implanted in the lesion resulting in a shift of plaque which narrowed the ostium of the side branch. The physician wired the side branch diagonal with an unknown guide wire. The 12mm x 1.50mm apex push over-the-wire balloon catheter was advanced into the ostium of the side branch. During the first inflation, the balloon ruptured at 6 atmospheres. The physician opted to not dilate this portion further. A 15mm x 2.50mm apex monorail was then advanced to dilate the distal portion of the stent. During the first inflation, the balloon ruptured at 12 atmospheres. Dilatation of the distal section of the stent was completed with a 15mm x 2.5mm quantum maverick balloon catheter inflated to 14 atmospheres, with good results. There were no patient complications reported and the patient is reported as `fine'.